Event description:
It was reported that one day post-implant pericardial effusion was found by CT scan. The atrial lead appeared to be at the "edge" of the cardiac wall, and perforation by the lead was suspected. Drainage was performed, but the bleeding did not decrease. The lead was explanted without complications. After the procedure, a small amount of bleeding was seen, but it was considered receding. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.